Event description:
The surgeon had performed a partial knee arthroplasty using mako-s robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. The pt experienced a post operative tibial stress fracture at the site of bone pin insertion. The surgeon put the pt in a walking boot and pt is reported to be doing fine.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary info is currently available.